Event description:
It was reported that the external pulse generator had a damaged screen and battery door. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - analysis confirmed the reported event. Lcd (liquid crystal display) screen is bleeding and battery drawer is broken. Upper and lower cases and both bail covers are broken. Ring cover is contaminated. Battery release o-ring is cracked. Two case screws are missing. Battery contacts are compressed. The ring is bent. Keyboard is scratched.